Manufacturer narrative:
Approximated based on the month and year the first procedures were performed. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: pawa, r., dorrell, r., russell, g., nguyen, m., clark, c., mishra, g., pawa, s. Endoscopic management of hemorrhagic pancreatic fluid collections: a propensity-matched analysis. Den open. 2022 dec 8; 3(1):e195. Imdrf device code (B)(4). Impact code f23 captures the reportable intervention of endoscopic necrosectomy performed.

Event description:
Note: this report pertains to one of three devices indicated in the literature used between (B)(6) 2015 and (B)(6) 2021. Refer to manufacturer report # 3005099803-2023-00408 & 3005099803-2023-00409 for the associated device information. Boston scientific became aware of events through the article "endoscopic management of hemorrhagic pancreatic fluid collections: a propensity-matched analysis" by dr. Rishi pawa, et al. A 15mm x 10mm axios stent and electrocautery- enhanced delivery system was placed to treat a walled-off pancreatic necrosis while a 10mm x 10mm axios stent and electrocautery- enhanced delivery system was placed to treat a pseudocyst during stent placement procedures performed between november 2015 and november 2021. There were 15 patients for the hemorrhagic pancreatic fluid collections (hpfc) group and 30 patients for the non-hemorrhagic pancreatic fluid collections (nhpfc) group. According to the literature, two adverse events occurred in the hpfc group. One patient (the subject of MFR. Report #3005099803-2023-00408) encountered a self-limiting upper gastrointestinal bleeding at the site of the stent placement. The second patient (the subject of MFR. Report #3005099803-2023-00409) encountered an upper gastrointestinal bleeding post stent placement secondary to impingement of the stent on the apposing cyst wall which resulted in bleeding and treated with epinephrine injection. The axios stents were removed in both patients and replaced with double pigtail plastic stents. In the nhpfc group, 3 adverse events occurred (the subject of this report); 3 patients had persistent fever post stent placement. A repeat endoscopy was performed and a necrotic material occluding the stent was noted. All three patients were treated with IV antibiotics and an endoscopic necrosectomy was performed to address the symptoms. Note: no further information has been obtained despite good faith efforts.

Event description:
Note: this report pertains to one of three devices indicated in the literature used between november 2015 and november 2021. Refer to manufacturer report # 3005099803-2023-00408, 3005099803-2023-00409, and 3005099803-2023-00410 for the associated device information. Boston scientific became aware of events through the article "endoscopic management of hemorrhagic pancreatic fluid collections: a propensity-matched analysis" by dr. Rishi pawa, et al. A 15mm x 10mm axios stent and electrocautery- enhanced delivery system was placed to treat a walled-off pancreatic necrosis while a 10mm x 10mm axios stent and electrocautery- enhanced delivery system was placed to treat a pseudocyst during stent placement procedures performed between november 2015 and november 2021. There were 15 patients for the hemorrhagic pancreatic fluid collections (hpfc) group and 30 patients for the non-hemorrhagic pancreatic fluid collections (nhpfc) group. According to the literature, two adverse events occurred in the hpfc group. One patient (the subject of MFR. Report #3005099803-2023-00408) encountered a self-limiting upper gastrointestinal bleeding at the site of the stent placement. The second patient (the subject of MFR. Report #3005099803-2023-00409) encountered an upper gastrointestinal bleeding post stent placement secondary to impingement of the stent on the apposing cyst wall which resulted in bleeding and treated with epinephrine injection. The axios stents were removed in both patients and replaced with double pigtail plastic stents. In the nhpfc group, 3 adverse events occurred (the subject of this report); 3 patients had persistent fever post stent placement. A repeat endoscopy was performed and a necrotic material occluding the stent was noted. All three patients were treated with IV antibiotics and an endoscopic necrosectomy was performed to address the symptoms. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the month and year the first procedures were performed. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source: pawa, r., dorrell, r., russell, g., nguyen, m., clark, c., mishra, g., pawa, s. Endoscopic management of hemorrhagic pancreatic fluid collections: a propensity-matched analysis. Den open. 2022 dec 8; 3(1):e195. Block h6: imdrf device code a0106 captures the reportable event of axios stent obstruction within device. Impact code f23 captures the reportable intervention of endoscopic necrosectomy performed. Block h11: block h6 (patient codes) has been corrected.